Manufacturer narrative:
The investigation found the stent returned fully deployed and the pusher returned within the microcatheter. The stent was able to re-sheath into and deploy from the returned microcatheter without resistance during the investigation. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances that would affect patient risk as defined in the risk management file. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during preparation of the stent outside the patient¿s body, slight resistance was noted while deploying the stent. After insertion into microcatheter, slight resistance was again felt. During deployment at the target site (vertebral artery), as the distal flare was deployed and the working length portion was about to be released, the microcatheter stopped moving. Further deployment or resheathing was not possible. Since the stent could not be resheathed, it was withdrawn along with the microcatheter and removed from the patient. The microcatheter showed no issues. The stent and microcatheter were replaced and the procedure was successfully completed. Medical history was stated as unknown, imaging is not available, aneurysm was unruptured, right saccular, size: 5 mm in neck length, 5 mm in width, 5 mm in depth, 4 mm in height, parent vessel diameter: 3.0 mm on the proximal side and 3.2 mm on the distal side, poba: not performed. There was no patient injury. The patient outcome was reported as no health damage.